Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper method - pt selection. The perclose proglide instructions for use state under "special pt populations, the safety and effectiveness have not been established, in pt populations: pts with femoral artery calcium which is fluoroscopically visible at the access site."

Event description:
Device malfunction: unk. Time of malfunction: after vessel closure. Symptoms/ae: leg pain, occlusion. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after uneventful vessel closure, the pt developed leg pain. An angiogram revealed an occlusion at the access site. Exploratory surgery was planned. There were no other reported adverse pt sequelae. Though requested, no additional info was provided.